Manufacturer narrative:
Concomitant medical products: st jude lead, implanted: unknown, explanted: (B)(6) 2018; st jude pacemaker, implanted: unknown, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pacing lead (ipl) was explanted. No further patient complications have been reported as a result of this event.